Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the peritx drainage bag cap system had a leak, even after tightened the drainage bag continued to leak. It was further reported that the leak occurred from the bottom drainage valve of the peritx bag.

Manufacturer narrative:
H10: manufacturing review: a review of the internal manufacturing device records and raw material history files for the reported lot number 0001597006 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. H10: investigation summary: no photos or samples were received by our quality team for evaluation therefore the reported leak failure mode could not be verified. A probable root cause could not be determined. H10: g4 (date received by manufacturer), g7 (type of report; follow up# 1), h2 (correction, additional information). H11: h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the peritx drainage bag cap system had a leak, even after tightened the drainage bag continued to leak. It was further reported that the leak occurred from the bottom drainage valve of the peritx bag.